Manufacturer narrative:
Additional information was received that no further course of action will be taken. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Event date: (B)(6) 2013. Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. The patient had a history of hospitalization due to a non-device related medical condition wherein a defibrillator was used. The patient started to have charging issues after the defibrillator was used. The explanted ipg was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient had to frequently charge his ipg. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient had to frequently charge his ipg. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient had to frequently charge his ipg. The patient will undergo an ipg replacement.